Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain / pain') and incisional hernia ('incisional hernia') in a 30-year-old female patient who had essure (batch no. C35384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, cesarean section (3), pelvic adhesions, galactocele, breast lump, chest pain, painful urination, labium majus pudendi swelling, vaginal itching, vaginitis, vaginal discharge, vaginal burning sensation, urinary frequency, dysuria, hemorrhagic ovarian cyst, vaginal pain, endometriosis, horseshoe kidney, uterine dilation and curettage, penicillin allergy, paratubal cyst, scar removal and pelvic inflammatory disease. Previously administered products included for pregnancy prevention: mirena from 2010 to (B)(6) 2013. Past adverse reactions to the above products included adverse drug reaction with mirena. Concomitant products included oral contraceptive nos since (B)(6) 2013 for birth control as well as fluconazole (diflucan), ibuprofen (motrin), nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"), 8 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced incisional hernia (seriousness criterion medically significant). On an unknown date, the patient was found to have weight decreased ("weight loss") and experienced genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urianry problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy and umbilical hernia repair). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved and the incisional hernia, female sexual dysfunction, migraine, headache, depression, anxiety, dysmenorrhoea, dyspareunia, nausea and weight decreased outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, incisional hernia, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: both side -there seemed to be approximately 4-5 coils within the uterine cavity. Treatment was received for pain and bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occlude. Pregnancy test urine - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - pelvic pain, dyspareunia, dysmenorrhoea. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal discharge added. Outcome of events pelvic pain, vaginal infection were updated to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain / pain') and incisional hernia ('incisional hernia') in a 30-year-old female patient who had essure (batch no. C35384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, cesarean section (3), pelvic adhesions, galactocele, breast lump, chest pain, painful urination, labium majus pudendi swelling, vaginal itching, vaginitis, vaginal discharge, vaginal burning sensation, urinary frequency, dysuria, hemorrhagic ovarian cyst, vaginal pain, endometriosis, horseshoe kidney, uterine dilation and curettage, penicillin allergy, paratubal cyst, scar removal and pelvic inflammatory disease. Previously administered products included for pregnancy prevention: mirena from 2010 to january 2013. Past adverse reactions to the above products included adverse drug reaction with mirena. Concomitant products included oral contraceptive nos since january 2013 for birth control as well as fluconazole (diflucan), ibuprofen (motrin), nsaids since september 2015 and paracetamol (acetaminophen) since september 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"), 8 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced incisional hernia (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy and umbilical hernia repair). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, vaginal infection, depression, anxiety, dysmenorrhoea, dyspareunia, nausea and incisional hernia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, incisional hernia, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: both side -there seemed to be approximately 4-5 coils within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-dec-2015: essure device was successfully occlude. Pregnancy test urine - on 29-dec-2016: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - pelvic. Pain,dyspareunia,dysmenorrhoea quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain / pain') and incisional hernia ('incisional hernia') in a 30-year-old female patient who had essure (batch no: c35384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, cesarean section (3), pelvic adhesions, galactocele, breast lump, chest pain, painful urination, labium majus pudendi swelling, vaginal itching, vaginitis, vaginal discharge, vaginal burning sensation, urinary frequency, dysuria, hemorrhagic ovarian cyst, vaginal pain, endometriosis, horseshoe kidney, uterine dilation and curettage, penicillin allergy, paratubal cyst, scar removal and pelvic inflammatory disease. Previously administered products included for pregnancy prevention: mirena from 2010 to on (B)(6) 2013. Past adverse reactions to the above products included adverse drug reaction with mirena. Concomitant products included oral contraceptive nos since on (B)(6) 2013 for birth control as well as fluconazole (diflucan), ibuprofen (motrin), nsaids since on (B)(6) 2015 and paracetamol (acetaminophen) since on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"), 8 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced incisional hernia (seriousness criterion medically significant). On an unknown date, the patient was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy and umbilical hernia repair). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, vaginal infection, depression, anxiety, dysmenorrhoea, dyspareunia, nausea, incisional hernia and weight decreased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, incisional hernia, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: both side -there seemed to be approximately 4-5 coils within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: essure device was successfully occlude. Pregnancy test urine: on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - pelvic pain, dyspareunia, dysmenorrhoea. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event weight loss and new reporter were updated on 20-mar-2020: social media received, reporter received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain / pain') and incisional hernia ('incisional hernia') in a (B)(6) year-old female patient who had essure (batch no. C35384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, cesarean section (3), pelvic adhesions, galactocele, breast lump, chest pain, painful urination, labium majus pudendi swelling, vaginal itching, vaginitis, vaginal discharge, vaginal burning sensation, urinary frequency, dysuria, hemorrhagic ovarian cyst, vaginal pain, endometriosis, horseshoe kidney, uterine dilation and curettage, penicillin allergy, paratubal cyst, scar removal and pelvic inflammatory disease. Previously administered products included for pregnancy prevention: mirena from 2010 to (B)(6) 2013. Past adverse reactions to the above products included adverse drug reaction with mirena. Concomitant products included oral contraceptive nos since (B)(6) 2013 for birth control as well as fluconazole (diflucan), ibuprofen (motrin), nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"), 8 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced incisional hernia (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy and umbilical hernia repair). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, vaginal infection, depression, anxiety, dysmenorrhoea, dyspareunia, nausea and incisional hernia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, incisional hernia, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: both side -there seemed to be approximately 4-5 coils within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occlude. Pregnancy test urine - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: confirming - pelvic pain, dyspareunia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and mr received - events- "abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, vaginal infection, depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), nausea, incisional hernia", medical history, lab data, reporter, concomitant and historical drug, lot number added. Event "physical pain / pelvic pain / pain "outcome updated to "recovering / resolving". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain / pain') and incisional hernia ('incisional hernia') in a 30-year-old female patient who had essure (batch no. C35384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, cesarean section (3), pelvic adhesions, galactocele, breast lump, chest pain, painful urination, labium majus pudendi swelling, vaginal itching, vaginitis, vaginal discharge, vaginal burning sensation, urinary frequency, dysuria, hemorrhagic ovarian cyst, vaginal pain, endometriosis, horseshoe kidney, uterine dilation and curettage, penicillin allergy, paratubal cyst, scar removal and pelvic inflammatory disease. Previously administered products included for pregnancy prevention: mirena from 2010 to (B)(6) 2013. Past adverse reactions to the above products included adverse drug reaction with mirena. Concomitant products included oral contraceptive nos since (B)(6) 2013 for birth control as well as fluconazole (diflucan), ibuprofen (motrin), nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since september 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"), 8 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced incisional hernia (seriousness criterion medically significant). On an unknown date, the patient was found to have weight decreased ("weight loss") and experienced genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy and umbilical hernia repair). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved and the incisional hernia, female sexual dysfunction, migraine, headache, depression, anxiety, dysmenorrhoea, dyspareunia, nausea and weight decreased outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, incisional hernia, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: both side -there seemed to be approximately 4-5 coils within the uterine cavity. Treatment was received for pain and bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occlude. Pregnancy test urine - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - pelvic pain, dyspareunia, dysmenorrhoea. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal discharge added. Outcome of events pelvic pain, vaginal infection were updated to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain / pain') and incisional hernia ('incisional hernia') in a 30-year-old female patient who had essure (batch no. C35384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, cesarean section (3), pelvic adhesions, galactocele, breast lump, chest pain, painful urination, labium majus pudendi swelling, vaginal itching, vaginitis, vaginal discharge, vaginal burning sensation, urinary frequency, dysuria, hemorrhagic ovarian cyst, vaginal pain, endometriosis, horseshoe kidney, uterine dilation and curettage, penicillin allergy, paratubal cyst, scar removal and pelvic inflammatory disease. Previously administered products included for pregnancy prevention: mirena from 2010 to (B)(6) 2013. Past adverse reactions to the above products included adverse drug reaction with mirena. Concomitant products included oral contraceptive nos since (B)(6) 2013 for birth control as well as fluconazole (diflucan), ibuprofen (motrin), nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"), 8 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced incisional hernia (seriousness criterion medically significant). On an unknown date, the patient was found to have weight decreased ("weight loss") and experienced genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy and umbilical hernia repair). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved and the incisional hernia, female sexual dysfunction, migraine, headache, depression, anxiety, dysmenorrhoea, dyspareunia, nausea and weight decreased outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, incisional hernia, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: both side -there seemed to be approximately 4-5 coils within the uterine cavity. Treatment was received for pain and bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occlude. Pregnancy test urine - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - pelvic pain, dyspareunia, dysmenorrhoea. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.